Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt mentioned they ins was depleting more rapidly than expected; pt charged ins each night and, by the morning, ins was down to 60%-70% since about a month ago. Pt mentioned they use their therapy at night and did not change any settings on the ins. The patient was redirected to their healthcare provider to further address the issue. Pt said they would also follow up with their mdt rep. No symptoms were reported.